Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of a minicap transfer set "would not lock in place." The white portion would just spin around without "catching." This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. No additional information is available.